Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report difficult clip deployment and the single leaflet device attachment (slda). It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with an mr grade of 4+. Visualization was difficult due imaging. The first clip delivery system (cds) was advanced to the mitral valve and the clip was implanted without issue. To further reduce mr, a second clip was attempted; however, during deployment the clip did not initially detach from the mandrel. The stabilizer was moved medial and the clip detached from the mandrel; however, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (slda). A third clip was implanted to stabilize the slda clip, reducing mr to 3. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip could not be determined. The single leaflet device attachment (slda)appears to be related to the troubleshooting maneuvers of the difficulty deploying the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.